Event description:
Home pt came to clinic for training and rn noted a cracked minicap. Minicap was cracked on both sides, below the finger flange area. Rn reported that they had placed the minicap on during the last training and the hp did not indicate removing or tightening of the cap. The rn did not remove the minicap, however they performed a transfer set change. No pt injury or medical intervention was reported per rn.